Event description:
It was reported that a neurovascular procedure was performed in a patient to implant a flow diverter stent in the left internal carotid artery (ica). During confirmatory angiography after placement of a microcatheter distal to the aneurysm, ica (internal carotid artery) vasospasm was observed. The vasospasm was resolved with medication. The physician replaced the subject catheter with another device and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient vasospasm serious is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. The device is not available to the manufacturer.